Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms, noise, and oversensing. Some of the noise signals were consistent with minute ventilation (mv)/respiratory sensor oversensing, and some of the noise was of a different pattern. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.